Event description:
On august 26, 2024, senseonics was made aware of an incident where the sensor could not be removed during the initial removal procedure which took place on (B)(6) 2024. The insertion date of the sensor was (B)(6) 2024. As per the information that was provided to senseonics, the sensor was able to be located and could also be palpated, but extraction was not possible. Next tentative date of removal is (B)(6) 2024.

Manufacturer narrative:
The manufacturer is currently waiting for information regarding next sensor removal attempt. The additional information will be provided in the supplemental report.

Manufacturer narrative:
Inability or difficulty to remove sensor during first attempt is a known and anticipated potential risk and eversense e3 user guide mentions about it under "risks and side effects". For this incident, the sensor could not be removed during the initial removal procedure which took place on place on (B)(6) 2024. The insertion date of the sensor was (B)(6) 2024. As per the information that was provided to senseonics, the sensor was able to be located and could also be palpated, but extraction was not possible. The sensor was successfully removed during another removal attempt which took place on (B)(6) 2024. This incident does not require any further investigation. B4. Date of this report updated to 09 october 2024. G3. Date received by manufacturer updated to 09 october 2024. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 22 and 4314.